Manufacturer narrative:
Customer reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.